Event description:
Medtronic received information indicating that during the priming phase of this affinity oxygenator, a leakage occurred seen at the heat exchanger joint. The device was changed out with no patient affect reported.

Event description:
Medtronic received information indicating that during the priming phase of this affinity oxygenator, a leakage occurred seen at the heat exchanger joint. The device was changed out with no patient affect reported. The product was returned for analysis.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout device or ports. Performance analysis: blood side pressure integrity testing was performed at three liters per minute with twenty-three psi of back pressure for ten minutes. During the test a leak from the hex side seam was observed. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on analysis and investigation, the leak was confirmed to originate from the hex side seam. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. Historically, it has been observed that overly aggressive shipping and handling can cause the partial bond to become compromised resulting in leak and contributed to the event. Medtronic is monitoring for similar complaints. (B)(6). (B)(4).

Manufacturer narrative:
Analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. Conclusion: based on review of similar events and investigation, the leak was appears to originate from the hex side seam. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. Historically, it has been observed that overly aggressive shipping and handling can cause the partial bond to become compromised resulting in leak and contributed to the event. Medtronic is monitoring for similar complaints. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.